Manufacturer narrative:
The field service engineer noted that the sample probe was clotted and was replaced. The reagent probes were out of alignment and were adjusted. It was noted that the reagent probe outside wash was low and the gear pump head was also adjusted. The wash station spraying water volume was too high and was adjusted. The customer noted that there was a mixer alarm.

Event description:
The initial reporter received questionable glucose reagent results, for 700 samples, from the cobas 8000 c (701) module analyzer. For the 700 samples of the data provided, it was noted that 40 to 70 were clotted. The following are some of the sample examples: sample 1 (using unknown s/n): the initial result was 126.3 mg/dl and within 3 days, the repeat result was 91.5 mg/dl. Sample 2 (using unknown s/n): the initial result was 134.2 mg/dl and within 3 days, the repeat result was 102.7 mg/dl. Sample 3 (using unknown s/n): the initial result was 124.3 mg/dl and within 3 days, the repeat result was 89.5 mg/dl. Sample 4 (using s/n 18l5-03): the initial result was 57.4 u/l and within 3 days, the repeat result was 94.7 u/l . All initial results were believed to be incorrect and were reported outside the laboratory. All repeat results were believed to be correct and were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.